Event description:
It was reported that one day post implant, the pulse generator was unable to be interrogated. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).